Event description:
The md applied the small fixator for a femoral lengthening. It was subsequently noted that the serrated joints on the fixator had loosened. A second surgery was performed to replace the fixator.